Event description:
Pt with right mca stroke s/p right frontal temporo-parietal craniectomy and dural graft had protective helmet device delivered and applied by orthotist. Approx two hours later, pt was observed with helmet sitting over bridge of the nose with pressure and redness noted; also, pressure on pt's ear with reddened skin present. Readjustment of helmet did not resolve problem as movement was restricted by helmet at the back of the pt's neck. The orthotist was called and came to reassess the device; pt's surgeon was also notified. The pt remains inpatient at the present time with recommended adjustments/padding as per orthotist.